Event description:
The patient reportedly experienced loss of lock with the internal device and external equipment. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery has been scheduled.